Manufacturer narrative:
Evaluation method: device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion = exact cause for the event is unknown. Analysis: visual inspection of the returned cannula shows an occlusion. The occlusion was at the end of the tubing where the solvent bonds the tubing to the connector. The occlusion was punctured as reported by the user. Conclusion: reduced device performance occurred that was related to the reported product malfunction. There was no reported pt event.

Event description:
Info rec'd indicates that during use for cardioplegia delivery, the vent portion of the cannula would not allow flow. The cannula was changed out and a blockage was discovered between the connector and the vent tubing. No reported consequence to the pt.